Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a high anterior resection, at the closing of rectum, the surgeon checked the jaws opening/closing and inserted the device into the peritoneal cavity, clamped the tissue, pushed the green button and confirmed the status indicator was flashed. Then the surgeon pushed the blue button, however could not fire. The surgeon tried to open the jaws and pushed the silver button but could not open them. Then the surgeon firstly disconnected the adapter from the handle and took off the cartridge from the handle by the manual adapter tool . By re-insert battery and replaced a new cartridge, the firing was completed. UDI number is not available. The procedure was completed with another device. The status of the patient: no problem. Additional tissue resection is not required. The patient gender is not available. The patient age is not available. The patient weight is not available.